Event description:
As reported: "after surgery the small "screws"/ rivet fell out of the t2 alpha handle."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "after surgery the small "screws"/ rivet fell out of the t2 alpha handle."

Manufacturer narrative:
Please note the correction to d3. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received guidewire handle shows signs of normal usage evident by faded handle and minor scratches present all over the surface. However, it was observed that one of the 2 bolts which are press-fit into the handle arm to act as a hinge in the handle, was found to be detached. The detached bolt overall appears to be in an undamaged state but having obvious signs of press fit, indicating adequate manufacturing process. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The investigation revealed that as per the design version according to which the device was manufactured, no design or manufacturing related deficiencies were found or could be concluded. No specific root cause of the issue could be determined. However, to address the issue of bolt detachment, an improvement in the design was done through an nc. In the change, the bolt after being press-fit into the hole, it was mandated to seal it with welding. Since the design change, no similar complaints have been reported. If any additional information is provided, the investigation will be reassessed.